Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
On the day of the index procedure, the patient was treated in the 1st diagonal of the lca using an endeavor sprint drug eluting stent. Approximately 12 days later, the patient presented with a gi bleed and underwent a colonoscopy. This gi bleed event was adjudicated by the clinical events committee (cec) as probably related to the study drug.